Manufacturer narrative:
Product analysis :visual, optical and microscopic examination of the returned implant identified fracture and deformation in and around the boss hole consistent with off-axis or location of the bone screw during implantation.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while implanting the cage,visual review confirmed a crack in the cage. The cage had to be removed and an alternative was inserted. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.